Event description:
It was reported, the patient experienced an allergic reaction to a medication that was administered during the patient's permanent implant procedure. The allergic reaction was noticed after the procedure was completed. Per the hospital staff, the patient developed angina and was given medication. This incident did not extend the patient's hospital stay. Additionally, the sjm representative observed a yellow discharge from the bandage at the ipg site at the patient's programming session on (B)(6) 2014. Per the physician, it was not an infection; however, the physician administered antibiotics and postponed removal of the staples for a week. Follow-up identified the patient's wound has healed, staples were removed and the patient is no longer on antibiotics.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.